Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh erosion, pain during intercourse, recurrent urge/stress urinary incontinence, scarring, post void residuals/urinary retention, unable to void, foley catheter reinsertion, pain, unable to urinate, discharge, leaking clear fluid, labial pain/labia feels "hard"/induration, urinary obstruction, urinary tract infection, tight urethral ligature, escherichia coli in urine (bacterial infection), difficulty emptying bladder, has to stand and really concentrate to relax pelvic floor in order to empty, difficulty starting urinary stream, nocturia, vaginal atrophy, grade one cystocele/grade two rectocele (prolapse), detrusor overactivity, high fixed urethra, fistula, blood loss, palpable sling, adhesions, fibroadipose tissue/squamous mucosa/dense fibrous tissue (fibrosis), bladder trabeculations, diverticula, nonfunctioning urethral mechanism, total gravitational incontinence, damaged urethra, thin urethra, urethral pain with intercourse, frequency and nonsurgical and additional surgical interventions.